Event description:
During index procedure, 2 endeavor sprint drug eluting stents were implanted; one in the rca and one in the left main. Approximately 4 months post index procedure, the patient was re-hospitalized and pci (ballooning) of left main and om was performed. Approximately 13 months post index procedure revascularization of the lcx was performed (stenting). Approximately 17 months post index procedure, the patient suffered a mi and was re-hospitalized. The patient recovered with treatment. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results, inherent risk of procedure (myocardial infarction).